Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.(B)(4).

Event description:
It was reported that the inflation port broke on the product while being used during an educational demonstration. The product was not used on a patient, and it was the first time use out of the box.

Manufacturer narrative:
Return product received and forwarded to third party manufacturer for evaluation. Photograph received from complainant demonstrates the fecal management system (fms) is detached from the balloon inflation port. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).